Manufacturer narrative:
The 5.5mm genesis implant was returned. The driver was not returned. Microscopic eval revealed that the implant appeared clean and free of damage on the outside. The inside showed signs that a driver had been used with it, although the driver was not returned with this complaint. The external implant lobes of the driving feature showed minor deformation where contact is expected to occur with the driver. The extent of the deformation varied slightly between the six lobes. This may suggest that the implant driver did not have ideal engagement with the implant, but this is not considered to be a result of misuse. The deformation appeared to extend down to about 2/3 of the lobe depth, possibly indicating an excessive axial force used to place the implant. The deformation could also be caused by the dimensions of the driver and implant such that it allowed the driver to seat deeper than normal in the implant. In addition, there was a small circular mark on one internal implant lobe, which appears to be deformation that could have been caused by the clinician removing the driver from the implant. It is likely the intended friction fit between the driver and implant in combination with an excessive axial pressure applied by the clinician resulted in a high retention force making driver removal difficult. This product is supplied by keystone dental as a non-sterile device, consequently, there is no expiration date noted. The lot number of the device at issue in this complaint was not reported; therefore, the manufacture date of the device is unk. (B)(6).

Event description:
The complainant reported that the clinician attempted to place the implant in a pt, but the implant driver became stuck to the implant ((B)(6) site unk). There was no indication from the complainant of any adverse effect to the pt as a result of the reported product problem.